Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and tachycardia. The leadless implantable pulse generator (ipg) exhibited no markers observed on current electrograms (egm). The ipg remains in use. No further patient complications have been reported as a result of this event.